Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead would not remain in a stable position in the vein selected during implant. The lv lead was attempted, not implanted. A different lead was successfully implanted and remains in service. No patient complications have been reported as a result of this event.